Event description:
During an unidentified surgical procedure, the surgeon used the alleged hemoclip applier, catalog # 523140, lot# 561517-010 to apply a hemoclip to a small vessel. The applier allegedly loaded the clip properly but would not release the clip causing a small vessel to tear. It was the first time use of a new applier.